Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the doctor put the 2nd device in on the left nerve as signals going to the brain from the damaged left nerve could be controlled by signals from the left interstim device possibly by brute force. The patient had 2 options on their device. Regular up and down controls and a change of program over to a looping function with made all of the lead contacts positive and the case with battery negative going through the whole body from the device in the left buttock all the way to s3 left side felt all the way to the groin. The patient ended up with getting flagged for low battery after 10 months. The manufacturer turned the safety off and let it run until depleted. At 13 months it was totally depleted with the manufacturer not getting any response at all.